Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the black box showed an unconfirmed replace cartridge alarm followed by a replace battery alarm followed by a consecutive call service 054/cs052/cs012 slave communication alarms. The deliveries were resumed. The rewind, load, and prime steps were performed successfully. The pump was run fur 24 hours and no alarms occurred at this time. The total daily doses added up correctly. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged that the patient experienced a blood glucose of 401mg/dl with polydipsia, polyuria, and unspecified ketones, associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient had experienced the call service 052/053/054/055 sleep alarm three times in thirty days. They also received a call service 012 alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service issue.